Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip, bearings and crani hanger of the craniotome device were damaged. It was determined that the tool could not be mounted, and the ball bearing fell apart. It was further determined that the device failed pretest for temperature test could not performed, cutter insertion, and visual assessment. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was discovered that the surgeon wanted to use the device to cut the cranial bone; however, the burr device became stuck in the device. A spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.